Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4 primary UDI number- additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information. D4: serial no- corrected information. H2: type of follow up- corrected information.

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).